Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomalies. The catheter was incomplete and returned in segments. Analysis of the catheter revealed no anomalies.

Event description:
The patient had an infection on their hand and thought it was from the pump. The patient was advised that pain had decreased and the patient wanted to take the pump out. The doctor did not want the patient to have the pump removed as they felt the patient was receiving relief. The pump was removed. The patient¿s status at the time of the report was alive with no injury. The medication infused was prialt/ziconotide.